Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to m/b. Unable to perform any test due to frozen screen.

Event description:
Customer reported via phone call that the insulin pump had audio issue. Customer¿s blood glucose level was 200 mg/dl at the time of incident. Customer stated that they cannot clear the alarm that is why they need to pull out the battery. Customer stated that they were able to rewind the insulin pump. Customer also stated that the insulin pump passed the self test. The insulin pump will be returned for analysis.